Event description:
It was reported that following the implant of a monarc, the patient experienced unspecified injuries, which required intervention. There were no further patient complications reported in relation to this event.